Event description:
Toothbrush charger exploded¿ black soot - oral-b [device battery explosion] . Electrics had tripped - oral-b [device electrical finding] . Sparks flew out of the plug - oral-b [device catching fire] . Case narrative: consumer via e-mail stated that their oral-b toothbrush charger exploded, the electrics had tripped and there was black soot over their work surface. When plugging in the oral-b toothbrush charger into another plug, sparks flew out of the plug and the electrics tripped again. No injury was reported. 16-apr-2023 follow up via images: the suspect product lot was ah05121055. No injury was reported.

Manufacturer narrative:
07-jun-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush charger exploded¿ black soot - oral-b [device battery explosion] . Electrics had tripped - oral-b [device electrical finding]. Sparks flew out of the plug - oral-b [device catching fire] . Case narrative: consumer via e-mail stated that their oral-b toothbrush charger exploded, the electrics had tripped and there was black soot over their work surface. When plugging in the oral-b toothbrush charger into another plug, sparks flew out of the plug and the electrics tripped again. No injury was reported. 16-apr-2023 follow up via images: the suspect product lot was ah05121055. No injury was reported.